Event description:
It was reported that during a cystectomy, the fsw01's maximum level was working but the variable level was not functioning. The case was completed with a like device with no pt consequence.